Manufacturer narrative:
Correction: "connection issue" changed to "failure to deliver energy". Internal complaint number: (B)(4). Specific actions for the analyzed failure mode are being maintained and documented under maquet's failure investigation report (fir) system. The hemopro 2 device was returned. An investigation was conducted on 11/19/2019. A visual inspection was conducted. Only the harvesting device and cannula was returned for evaluation. Signs of clinical use and no evidence of blood was observed. The heater wire on the harvesting device was observed to be slightly flexed away at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value measured at 0.69 ohms which is within hemopro 2 final test specification. The device pass the temperature measurement test. The displayed temperature increase and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device, , the reported failure "failure to deliver energy" was not confirmed, but was confirmed for the analyzed failure "material twisted/bent" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 failed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 failed. After further investigation, the hemopro 2 adaptor cable did not seem to engage in the hemopro 2 device and would stay plugged in to device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.